Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reports that at the end of the surgery of a (B)(6) old patient for fracture of the left femoral neck, patient had hypotension and bradycardia requiring atropine and adrenaline. Then evolution to several cardiac arrest records reviewed. It was noted that the femoral neck fracture being treated during this event related procedure was not a result of a depuy product as far as can be determined from existing information. If further information is provided to suggest otherwise, this complaint may be revised.

Manufacturer narrative:
The investigation could not verify any product contribution to the reported event with the information provided, and could not identify a root cause for this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.